Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the lead safety switch (lss) feature switched the left ventricular (lv) lead from a unipolar to a bipolar configuration. The impedance was high, out of range several weeks ago. The caller wanted to know how to reset the lls feature. The lv lead remains in service at this point. No adverse patient effects were reported.